Event description:
It was reported that air bubbles were observed within the infusion set tubing. Additionally, customer reported an unspecified cartridge issue which prevented insulin from exiting the cartridge tubing. Customer primed the tubing in an attempt to resolve the issue; however, issue persisted and customer loaded a new cartridge. Customer¿s blood glucose (bg) level was 'high' on the continuous glucose monitor (specific bg value was not provided). Customer administered a manual injection to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.